Event description:
On (B)(6) 2013, at the (B)(6) hospital, it was reported that during a procedure there was blood to gas leakage from the quadrox-I beq-hmod 70000 oxygenator (lot number 70085944) after being in use for 48 hours. The oxygenator was replaced but the replacement also showed blood to gas leakage within 3 hours of use. A third oxygenator was used to complete the procedure. There was no patient impact. Note: refer to report number 8010762-2014-01202 for the first oxygenator reported in the above event. (B)(4).

Manufacturer narrative:
(B)(4). The returned samples were analyzed in the laboratory and leakage at the de-airing membrane was found. No defect of the gas membrane fibers was found. The root cause was not determined. The supplier was notified of the issue and a discussion with the supplier was planned. (B)(4).